Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no harm reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. Internal helium transducer/tank found empty while external bottle is closed . Tank opened and system restarts, alarm ceased. There was no patient involved.

Manufacturer narrative:
Updated field: b3, b4, d10, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, h6 health effect ¿ impact codes. A getinge field service engineer evaluated the unit for the reported condition. During evaluation, no pump malfunction or balloon damage was identified. The fse reported that the external helium bottle was found closed, which resulted in depletion of the internal helium tank and triggered the no gas alarm. Once the external helium bottle was opened, the system restarted normally and the alarm ceased. Pneumatic values were monitored by the fse for approximately 30 minutes, and no helium leakage was observed. No parts were replaced during this service activity. All functional and safety checks were performed and passed in accordance with factory specifications. The iabp was returned to the customer and cleared for clinical use.